Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis without the manifold. A visual examination of the crimped stent found the stent damaged almost across its length with struts towards the midsection of the stent stretched and distorted. The stent moved both proximally and distally on the balloon and the distal edge of the stent lies approximately 1mm distal to the distal marker band. The balloon cones were reviewed and no issues were noted. However, the balloon appears to be twisted towards the centre of its profile. There are no signs to suggest that the balloon was subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found several hypotube kinks across the length of the shaft and the shaft itself was broken at the strain relief, 20mm proximal to the end of the strain relief. The manifold of the device was not returned for analysis. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 15-dec-2016. It was reported that crossing difficulties were encountered. The target lesion was located in the right coronary artery. After a 6f guide catheter was engaged and a 0.014" guide wire crossed the lesion, pre-dilation was performed with a 2.5mm balloon dilatation catheter. A 3.00x12mm promus element¿ plus drug-eluting stent was then advanced but failed to cross the lesion. The device was removed from the patient. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and stent movement on balloon.